Event description:
The harmonic handpiece was working fine for the first portion of the case. Then, mid-case, the red harmonic error message was displayed on the generator and the harmonic handpiece would not work. First, the handpiece was tightened, although this did not help. Next, a new cord was tried. This also did not correct the situation. The handpiece was then replaced. The new handpiece passed the test and worked fine.